Event description:
A report was received that the patient's lead is displaying high impedances. The patient underwent an explant procedure where the lead was replaced with a new one. The patient is reportedly doing well.

Event description:
A report was received that the patient's lead is displaying high impedances. The patient underwent an explant procedure where the lead was replaced with a new one. The patient is reportedly doing well.

Event description:
A report was received that the patient's lead is displaying high impedances. The patient underwent an explant procedure where the lead was replaced with a new one. The patient is reportedly doing well.

Manufacturer narrative:
The returned device analysis indicated that the lead passed mechanical testing. The lead body had a pronounced kink approximately 20cm from the distal end, where the lead appears to have been sutured. Cables were broken/severed within a 1cm area centered around the kink. The fracture site is 1cm from the click anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16067313, description: next generation anchor kit. The click anchor was not returned to bsn for analysis.